Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/20/2014 for investigation. Visual inspection results: visual inspection was performed and the battery lock was found to be damaged. No other damages were observed. From the condition of the returned unit, the damage appeared to be due to normal wear and tear. Functional inspection results: during power on of the device, the reported issue was observed. The unit displayed a user advisory (ua) 45 (not at "home" position after power-on/ restart) message. Further inspection confirmed that this was being caused by the driveshaft being out of its home position. After rotating the driveshaft back to its intended position, the fault cleared. The platform was then run using both a test manikin and a large resuscitation test fixture (equivalent to a 250 pound patient) and no problems were encountered. Archive review results: a review of the archive was performed the reported ua 45 was observed to have occurred on the reported event date of (B)(6) 2014. Although unrelated to the reported complaint, the archive file also shows that there was a disparity between load cells when no weight was on the load plate. Battery management assessment: nimh battery (B)(4) was not properly maintained (i.e. Was not test cycled on a monthly basis) based on the archive review. Battery serial number (B)(4) was manufactured in april 2011. The autopulse system labeling requires the user to "test cycle" each battery monthly. If proper battery management had been followed, the expected number of test cycles would be "27". The number of test cycles obtained for this battery was "23" cycles. Battery life is influenced by the frequency of use, and routine maintenance. Nimh battery (B)(4) was not properly maintained (i.e. Was not test cycled on a monthly basis) based on the archive review. Battery serial number (B)(4) was manufactured in july 2010. The autopulse system labeling requires the user to "test cycle" each battery monthly. If proper battery management had been followed, the expected number of test cycles would be "43". The number of test cycles obtained for this battery was "18" cycles. Battery life is influenced by the frequency of use, and routine maintenance. Nimh battery (B)(4) was not properly maintained (i.e. Was not test cycled on a monthly basis) based on the archive review. Battery serial number (B)(4) was manufactured in july 2010. The autopulse system labeling requires the user to "test cycle" each battery monthly. If proper battery management had been followed, the expected number of test cycles would be "43". The number of test cycles obtained for this battery was "19" cycles. Battery life is influenced by the frequency of use, and routine maintenance. Parts replaced: based on the investigation, the part(s) identified for replacement is the battery lock. Conclusion: in summary, the reported complaint was confirmed during archive review as well as functional testing. The fault was found to be due to the driveshaft being out of position. Following repositioning of the driveshaft to its intended position, the fault was cleared and the platform passed functional testing.

Event description:
It was reported that the autopulse platform constantly displayed a "realign/reposition lifeband" message. Customer changed the lifeband and battery, then restarted the platform but the issue did not resolve. No adverse patient sequelae was reported. No further information was provided.